Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device changeout procedure it was discovered that the patients right ventricular (rv) lead was exhibiting high thresholds. The lead was removed and a new lead was utilized. No patient complications have been reported as a result of this event.